Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the articulation cable of the small grasping retractor instrument snapped while it was inside the patient. The instrument was removed and replaced. The surgeon inspected the patient's tissues and verified no harm. The cable was inspected, and no frayed or loose pieces were found. The procedure was completed with no reported injury. On 08/28/2023, intuitive surgical, inc. (Isi) received mw5120480 stating: during surgery, the articulation cable of the small grasping retractor snapped on the instrument while it was inside the patient. Instrument removed in (B)(4) piece and replaced. Surgeon inspected patient's tissues and verified no harm. Cable was inspected. No frayed or loose pieces. Risk manager contacted for pick up. Contacted da vinci rep, awaiting legal's decision on returning to intuitive. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.